Manufacturer narrative:
(B)(4). Batch # r9211k. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition was received foreign matter blue on the clam arm. The device was connected to a gen11 and the device did activate during functional testing. Next, the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, when using the device and having only activated it three times for less than 5 minutes of use, they noticed that the tissue pad of its tip had released and deformed. This was the reason why they immediately stopped the use of the instrument and they showed it to the sales representative. Immediately. The patient had no serious injury.